Manufacturer narrative:
The event/therapy occurred on an unspecified date in (B)(6) 2017. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This event occurred during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Three (3) actual samples were received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Two (2) samples were found with leaks through a hole in the drain line. The reported condition was verified. The cause of the event was determined to be indicative of flow wrap damage from pouching equipment and is manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.